Event description:
The article, "redo aortic root replacement for acute infective endocarditis: a tension-free proximal suturing technique", was reviewed. The article presented a retrospective, single center study to describe the results of a modified bentall procedure with a tension-free proximal suturing technique in terms of mortality, reintervention and endocarditis recurrence. Devices included unknown st. Jude mechanical valve, edwards inspiris-reselia, and edwards perimount magna ease. The article concluded that the use of a modified bentall technique with tension-free proximal suturing yields encouraging outcomes for patients undergoing redo aortic root replacement for acute infective endocarditis. [The primary and corresponding author was nabila el gueddari, department of thoracic and cardiovascular surgery, la timone university hospital ¿ marseille, france, with corresponding email: nabila.el-gueddari@etu.univ-amu.fr]. The time frame of the study was from january 2014 to december 2021. A total of 20 patients were included in the study, of which 4 (20%) received an abbott device. The average age was 57.9 years and the majority gender was male. Comorbidities included hypertension, coronary artery disease, cerebrovascular disease, intravenous drug use, and prior sternotomy.

Manufacturer narrative:
Summarized patient outcomes/complications of masters series heart coated aortic valved graft were reported in a research article in a subject population with multiple co-morbidities including hypertension, coronary artery disease, cerebrovascular disease, intravenous drug use, and prior sternotomy. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (dialysis, prolonged ventilation), cardiogenic shock, myocardial ischemia, renal failure, heart block, atrial fibrillation, atrial flutter, arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: redo aortic root replacement for acute infective endocarditis: a tension-free proximal suturing technique.